Event description:
The physician was coiling an aneurysm, and had placed one pc400 standard coil (12mm x 35 cm) in the aneurysm (12x10x10). While placing a second coil (10 mm x 30 cm), approximately 1-2 cm of coil was exposed and the catheter tip started to move back proximally. The physician started to advance the catheter back over the coil to reposition. Once the catheter was back in place, he noticed that he had lost control of the coil and stated that the coil was no longer attached to the pusher. He removed the pusher from the catheter, attached a syringe to the catheter, and while aspirating removed the catheter from the patient with the coil still inside the lumen of the catheter. The physician completed the procedure with another microcatheter and coil system. The patient's status was not affected by the event and the procedure was completed successfully.

Manufacturer narrative:
Device investigation: results: the coil and the pusher assembly were returned for analysis. The pet lock at the proximal end of the pusher is unbroken which is consistent with an undeployed coil. The coil is complete and well formed with the proximal constraint ball attached. The pet bump and the pull wire are inside the alignment feature. The distal detachment tip ID measured 0.01516", the proximal constraint ball od measured 0.01281", and the pull wire od (distal) measured 0.00396". All three measurements are within specification. In order to confirm that the unit had sufficient pre-compression, the distal end of the pull wire was withdrawn. This section measured approximately 3.5mm, indicating adequate pre-compression in the pull wire. The coil / pusher assembly is non-functional. Conclusion: the unintended release of the coil noted in the complaint is confirmed. If the tip of the microcatheter was pressed tight against the wall of the aneurysm, a sharp angle between the coil and the tip of the catheter would be created. The angle may have caused the distal detachment tip of the pusher assembly to catch on the tip of the catheter when the catheter was advanced over the pusher assembly and coil during repositioning as described in the complaint. This may have resulted in stretching the flexible tip of the pusher assembly just enough to relax the pre-compression in the pull wire and disengage the coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.